Manufacturer narrative:
Integra has completed their internal investigation on march 14, 2017 . The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device: the cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. The cam02 monitor was verified as performing to specification. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history: a total of 155 complaints were reviewed of which 3 complaints contained the search criteria. During the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors was calculated as 28,184 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (3) can therefore be calculated as 0.01%. Conclusion: the cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed.

Event description:
Two different patients from the same user facility reported intracranial pressure (icp) value to decrease below zero. Lowest measurement was -15mmhg. Delay in monitoring (1 hour and 3 hours) was reported. Replacement to a competitor catheter (sophysa) occurred for both patients. The customer stated they tested several cam02 monitors on each patient but was unable to report which monitor was used on which patient. They checked all the monitors as a precaution. Linked to mfg. Report number: 2023988-2017-00020, 2023988-2017-00021, 2023988-2017-00022, 3006697299-2017-00027.